Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. X-ray showed the lead may have dislodged from its original implant site. The physician noted that they would like to reprogram the device to pace in the left ventricle (lv) rather than revise the lead. The rv lead remains in service. No adverse patient effects were reported.